Manufacturer narrative:
The device was received with both seals broken and right plunger case cracked. The device history log showed force sensor test error. Occlusion test was unable to duplicate the force sensor bridge test error during occlusion test, also all the reading of force sensor were within the required manufactured specs. The root cause was unable to determine. The etch replaced plunger cable for preventive. Performed occlusion test which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a force sensor error. No patient injury reported